Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a history of suspected pump thrombus but had been off their coumadin (warfarin) for recent bleed. Their pump power was slightly higher than normal. The event log files captured routine events and there were no notable alarm conditions or parameter changes. Related MFR# 2916596-2023-08033 (onset of suspected pump thrombosis and recent bleed).

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Additionally, the report of slightly elevated pump power was confirmed based on the review of the submitted log file. A specific cause for the changes in pump parameters and the reported bleeding, along with a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log file contained data from 20dec2024 through 26dec2024. The pump was set to a fixed speed of 9200 revolutions per minute (rpm) with a low speed limit of 8800 rpm. Pump power ranged from 4.3 ¿ 6.2 watts and calculated flow ranged from 2.8 ¿ 6.3 liters per minute. Although sudden and significant elevations were not captured, a slight increasing trend in pump power and calculated flow was observed over the course of the captured data. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including thromboembolic events and bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. This section also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. This section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.